Event description:
The complainant reported a patient noted with elective placement was implanted with an impella 5.5 device for mechanical circulatory support. Dring support, impella pump had positioning issues in addition to false aortic position alarm. Placement signal alarms were silenced. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 investigation conclusions revised on manufacturer device report in accordance with updated procedures.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Optical signal issue: per the clinical, false "impella position in aorta" alarms were observed and that the staff decided to silence placements signal alarm. The logs do not show any motor current spikes prior to impella position in aorta alarms. The 5s parameters were stable and within range. The cause of the false alarm optical signal issue is likely as a result of the patient's condition b1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2024-23725. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2024-23725. B5 patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2024-23725. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2024-23725. H6 health effect - impact code was erroneously selected on the initial manufacturer device report number 1220648-2024-23725.